Event description:
User facility stated device became hot in the body of the handpiece, started vibrating and was not spinning cleanly. User also observed a "different rattling noise". No injury reported.